Event description:
The patient stated that he was unable to deliver a bolus at dinner using his infusion device due to an e4 (occlusion) error. As a result, he reported that his blood glucose level became "significantly high". During troubleshooting at the time of the report, he tested his blood glucose, which measured 460 mg/dl. He reported a target blood glucose value of 100 mg/dl. He reported extreme thirst as a symptom of his elevated blood glucose. During troubleshooting, the occlusion error was reproduced and it was determined that the occlusion was associated with the infusion set headset in use at the time. The patient changed his infusion set. He then delivered a bolus of insulin to correct his elevated blood glucose reading. A replacement infusion set was shipped to the patient and the products was requested to be returned for evaluation. During follow up, the issue had not reoccurred and the patient reported that his infusion device was functioning properly. The patient did not require medical assistance from a healthcare professional or second party to address the issue.